Event description:
It was reported that the cartridge o-ring was missing. The customer confirmed the o-ring was not located on the pneumatic tap. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Manual insulin injections were administered to address elevated bg level. A new cartridge was loaded to resolve the issue.